Event description:
It was reported that the customer was hospitalized and they want to make sure the insulin pump is not malfunctioning. The blood glucose reading was 440mg/dlm, and he was treated with and insulin drip. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. The customer's father called and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to a faulty force sensor. Further testing could not be performed due to the prime anomaly. However, the device passed the displacement test.